Event description:
It was reported that during setup of an ilet system with a dexcom g7 continuous glucose monitor (cgm) sensor, the user received a pairing failed alert because the previous pump was still paired to the sensor and the pairing code was mis-entered; after moving the old pump away and re-entering the correct code, pairing succeeded, consistent with an incorrect procedure. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem in which instructions were not followed, aligning with an improper or incorrect procedure and with no applicable device component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.